Event description:
The user was seen in the clinic following reports since early september that they could no longer hear from their left side device. The parent's reported that the user bumped his head on the door whilst playing with his brother a few months previously although the impact was not near the left side implant. Hearing performance before september was good. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen in the clinic following reports since early september that they were no longer hearing from their left side device. In situ testing revealed affected channels. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen in the clinic following reports since early september that they were no longer hearing from their left side device. The parent's reported that the user bumped his head on the door whilst playing with his brother a few months previously although the impact was not near the left side implant. Hearing performance before september was good. Re-implantation is considered but no date has been scheduled yet.